Manufacturer narrative:
(B)(4) the reported lot number is not a valid lot number. There is no additional sales history for this customer for this product.

Event description:
The customer alleges that when the doctor tried to remove the needle it wouldn't come out and when trying to remove the guide wire it frayed and came apart. No patient injury or consequence.

Manufacturer narrative:
(B)(4). The customer returned one unopened kit for evaluation. It was from a different lot number than what was originally reported by the customer. The kit was opened and the guide wire and ars/introducer needle were removed from the kit. The components appeared typical and no anomalies were observed. The outside diameter and length of the guide wire were measured and both were found to be within specification. The guide wire was inserted into the ars four times with the plunger in and then out, rotating the sample one fourths turn each time. No resistance was met. A device history record review was performed on the potential lot number, and it did not reveal any manufacturing related issues. The probable cause of the guide wire unraveling could not be determined based upon the information provided and without the actual sample.

Event description:
The customer alleges that when the doctor tried to remove the needle it wouldn't come out and when trying to remove the guide wire it frayed and came apart. No patient injury or consequence.